Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: pxt281412/(B) (4) and pxc201000/(B) (4).

Event description:
On (B) (6) 2006, the pt underwent an endovascular procedure with three gore excluder aaa endoprostheses to treat an infrarenal aortic aneurysm. During the procedure, the right renal artery was partially occluded. The pt was taken to the recover room in stable condition. On (B) (6) 2010, the pt presented to the hospital having had intermittent back pain. On (B) (6) 2010, computed tomography showed the right renal artery had been covered. Imaging also showed the distal end of the endograft system "floating" in the 9 cm aneurysm sac. A probable proximal type I endoleak was also noted. On (B) (6) 2010, the endograft system was explanted and the aneurysm was repaired in an open procedure. The pt tolerated the procedure.